Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown neurosurgery procedure on (B)(6) 2020 and the suture was used. The suture was detached from the needle easily during suturing on the dura mater. It was not a control release needle. There were no patient consequences were reported.